Manufacturer narrative:
After battery installation unit gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Insulin pump also received with cracked case (battery tube) and scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that her son got accident while on the bike and the pump got hit severely and no its not powering on or doing anything. The customer was advised to discontinued the use of insulin pump and revert back up plan as per health care professional. The insulin pump will be returned for analysis.